Manufacturer narrative:
Zimvie did not receive one (1) tmt4b10, (imp tm 4.1mm mtx full,10m) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1242775. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1242775 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿allergic reaction¿. The customer did submit one (1) image for the reported event. (See attachments tab at ce level). IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev.10-03/24. Information identified: "adverse effects". Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is external factors (i.e. Patient conditions.) Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative. H3 other text: device was not returned.

Event description:
No further event information available at the time of this report.

Event description:
It was reported allergic reaction. Tooth site # 45.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: phone number (B)(6). G4: PMA/510(k) number k113753, k112160.